Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 component code. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. The initial concern involved a gas loss alarm. During troubleshooting, the nurse verified no blood present in the helium tubing, tubing free from kinks, bends, or restrictions. Some dependent loops and a small amount of condensation were observed and corrected. The clinician was instructed to straighten the tubing, press the iab fill key, and restart therapy. The nature of the gas loss alarm was explained, and based on the patients clinical status, potential contributors such as temperature variance, intubation status, repositioning, and coughing were discussed. The caller then raised concerns regarding ECG triggering. The patient was av paced at 80 bpm, while the console intermittently displayed a rate of approximately 40 bpm, appearing as 1 is to 2 sensing. Attempts using semi auto mode and pressure trigger resulted in an irregular pressure trigger alarm. Multiple troubleshooting steps were performed replacement of ECG electrodes multiple times (four total attempts), use of doppler gel to improve signal conductivity, evaluation of auto v, semi auto modes. While temporary signal improvement was observed, inconsistent triggering recurred. Transitioning to semi auto with pacer vav trigger resulted in improved arterial and balloon waveforms. The esp representative reviewed differences between auto and semi auto modes, the lack of pressure trigger backup in semi auto mode.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and condensation in tubing occurred. There was no harm or injury reported.